Event description:
Report alleges that on 4/15/81 pt had bilateral closed capsule release and a biopsy of the right breast. Report also alleges pt had a biopsy of her left breast in "four areas" on 5/13/82 and again had a biopsy of her right breast on 8/1/84. On 2/24/87 pt had reaction and capsular contracture.